Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having consistently high blood glucose over 400 mg/dl for the last two days. Customer's last blood glucose was 412 mg/dl. She treated earlier. She also reported that her infusion set falls out when she exercises. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised that high blood glucose levels are often caused by infusion set or site issues. Customer was advised to do a complete set change and monitor his blood glucose. Customer's blood glucose at the end of the call was 450 mg/dl. She was advised to speak to her doctor about her highs. Nothing further reported.